Manufacturer narrative:
Device evaluation summary: service engineer evaluated the device and found customer had set the alarm limits to the maximum and minimum limits, which is out of range to detect any patient readings. The service engineer informed the customer that the alarms must be set accordingly to the patient data. The ventilator passed all testing per manufacturing specification and was placed back into clinical use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported during use on a patient with chronic obstructive pulmonary disease (carbon dioxide retainer), the ht70 ventilator was auto cycling and had a high respiratory rate with no audio alarm generated. The patient was found decannulated with the trach out. After the event, the patient was found to be deceased. Upon evaluating the device, the service engineer found that the customer had set the alarm limits to the maximum and minimum limits, which is out of range to detect any patient readings. This report is being conservatively filed due to use error and patient death. There was no malfunction or product deficiency associated with the ventilator.